Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the anterior descending branch. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon advancing the device to the body, it was noted that the shaft fractured. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 initial reporter phone (B)(6). E1 initial reporter -updated. E2 health professional -updated. E2 occupation -updated.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the anterior descending branch. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon advancing the device to the body, it was noted that the shaft fractured. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified anterior descending branch. Furthermore, the shaft break before entering the patient at less than 15cm from the hub. An imaging was completed to confirm that the device was removed from the patient.

Manufacturer narrative:
E1 initial reporter phone (B)(6). E1 initial reporter -updated. E2 health professional -updated. E2 occupation -updated. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on shaft polymer has no issue was noted. However, the hypotube profile identified multiple hypotube kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the anterior descending branch. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon advancing the device to the body, it was noted that the shaft fractured. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified anterior descending branch. Furthermore, the shaft break before entering the patient at less than 15cm from the hub. An imaging was completed to confirm that the device was removed from the patient.